Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The patient's original result was 0.128 miu/ml and was reported outside the laboratory. The physician questioned the result because the patient was known to be pregnant from previous visits. The physician requested repeat testing and the result was 4219 miu/ml with a data flag. This result was considered to be correct and the results were corrected from 0.1 to 4219.0 miu/ml. The patient had an ultrasound performed in response to the unexpected original result. The patient's and baby's conditions were not affected. The hcg+ss reagent lot number was 16494803 with an expiration date of 01/31/2013. The field service representative determined there was possibly faulty s/r probe tubing and a mechanical failure. He checked the sampling alignments which were all good. He found kinked s/r probe tubing and replaced the tubing. He also replaced the measuring cell as a precautionary measure. To verify the analyzer operation, he ran performance testing. The customer ran calibration and qc. All results met the system verification specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.